Event description:
The patient presented in 05/2004 with signs of an infection of the device pocket. These included redness, swelling, and irritability. A culture of the device pocket was positive for staph aureus. The patient was treated with IV antibiotics and total device system explant. The infection is reported to have resolved.